Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for a generator change. Upon testing the atrial lead, there was no capture. Patient was asymptomatic. The atrial lead was capped and replaced. Patient was stable prior, during and post procedure.